Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient¿s blood glucose on (B)(6) 2015 was 300 mg/dl with trace ketone levels, extreme urination and extreme thirst. An intermittent power issue was reported and it was noted there was evidence battery compartment moisture and the battery cap top was damaged; no damage to the battery compartment was reported. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. This complaint is being reported because the alleged hyperglycemia was attributed to a pump malfunction.